Event description:
Customer reports that her device read 127mg/dl while the dr's device read 325mg/dl. No treatment received. The comparison was performed within 5 mins. Customer also reports a different comparison where her device reportedly read 300mg/dl-400mg/dl and the dr's device read 125mg/dl. No treatment received for this comparison either. Comparison also performed within 5mins. No strip info was provided. No quality controls were used. Requested return of suspect device and replacement was sent.